Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an air in-line sensor that is out of calibration. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the air in line sensor out of calibration is unknown. To correct the condition, the air sensor was calibrated. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.